Event description:
The initial reporter alleged discrepant reactive and non-reactive results for a single patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2022, the patient sample was tested using the elecsys hiv duo assay, yielding results of 1.01 coi (reactive), 1.01 coi (reactive), and 0.954 coi (non-reactive). On (B)(6) 2022, confirmatory testing at an external laboratory reported the elecsys hiv duo results from (B)(6) 2022 as reactive. Additional testing included hiv-1 rna by real-time polymerase chain reaction (pcr), which was detected/positive, and hiv-1/2 antibody differentiation testing, which was negative for both hiv-1 and hiv-2 antibodies. On (B)(6) 2022, a second sample draw was tested using the elecsys hiv duo assay, yielding a non-reactive result. On (B)(6) 2022, hiv-1 rna quantitative pcr testing was performed on the second sample and reported as not detected/negative. On (B)(6) 2022, the initial sample was re-tested using the elecsys hiv duo assay, yielding results of 1.01 coi (reactive), 1.02 coi (reactive), and 1.01 coi (reactive). The results were reported out of the laboratory, and no adverse events were reported.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Calibration data for the ahiv component was within expected ranges; however, calibration data for the hiv ag component and quality control data for the day of the event were not provided, limiting the investigation. The root cause was attributed to a patient sample-specific discrepancy. The results were near the assay's cut-off value, which may contribute to variability in reactive and non-reactive outcomes.